Event description:
Found during inspection. According to the rptr, a service wrench icon is displayed on the device readiness indicator.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.